Event description:
Healthcare professional additionally reported left side "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is a medical event not related to the device. ¿ deflation: observed an opening assessed as fold flaw opening ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ yellow particles observed inside device. ¿ wear abrasion observed on the device.

Event description:
Patient reported left side deflation. Healthcare professional additionally reported left side "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.